Event description:
The facility alleged that during patient care, bed tilted to the left side due to the left caster being broken. Two nursing assistants held the bed up until the patient was transferred to another bed.

Manufacturer narrative:
According to the hill-rom field investigation, the broken caster was bent due to being hit into an elevator. The left caster was bent under the baseframe. There were no broken welds. There were no injuries due to this incident.